Event description:
It was reported that this implantable cardiac defibrillator (ICD) administered inappropriate anti-tachycardia pacing (atp) and one inappropriate shock for atrial flutter with rapid ventricular response. This occurred because the device detected a ventricular rate higher than the atrial rate (v>a) due to cross-chamber blanking. Technical services were consulted, and it was noted that the device's blanking period is at its minimum setting of 15ms. The issue stems not from sensitivity but from the timing and alignment of the right atrial (ra) and right ventricular (rv) beats. While adjusting the fractional cycle count (fcc) might be beneficial, it would not have prevented the v>a detection. Recommendations included considering rate control or configuring the device to function as a ventricular rate (vr) controller by disabling atrial discrimination and features such as afrt (atrial flutter response) and stability1. The shock did successfully convert the patient out of atrial flutter, and some noise was noted on the ra lead and shock channel, which the device did not oversense. There were no reported adverse effects on the patient, and the ICD remains implanted and operational.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.